Event description:
It was reported that the pump seemed to have been infusing more baclofen (lioresal) than programmed in the last months insofar as the health care professional (hcp) always found less drug than expected in the reservoir. At the last refill 6 ml of baclofen were expected, but the reservoir was empty. The pump was filled with 10 ml of "fisiological" solution and aspirated to check if the last refill was performed in the issue and not the pump. The aspirated fluid was exactly 10 ml. Calculations showed that the pump delivered 30% more than estimated by the nvision. No overdose symptoms were detected or reported in the pt. The pt only reported hypertone when the medication ran out. The infusion parameters were baclofen at 2000 mcg/ml at 400 mcg/day. The hcp planned to "check the pump behavior" before deciding whether to explant the device. The pump was six years old. The low battery alarm was checked and found to be enabled and not activated. A follow-up report will be sent when additional info becomes available.

Manufacturer narrative:
(B)(4).